Manufacturer narrative:
Batch review performed on 14 june 2021: lot 1901231: (B)(4) items manufactured and released on 19-nov-2019. Expiration date: 2024-11-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
6 months after the primary, the patient came in reporting pain due to a subsided stem. The cause of the subsided stem is unknown. The surgeon revised the proximal body and head. The surgery was completed successfully.